Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) top screen is flickering & glitching. No harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.